Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant result with meter compared to lab: pt self tester reported discrepant results from (B)(6) 2012. Inratio result = 3.9. Lab result = 1.0. Time between testing: about 2 hours. Therapeutic range: 2.5 - 3.5.